Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had an error twice. The customer's blood glucose level was unknown. The customer reported that the error said reservoir setup. The customer disconnected the call and did not troubleshoot. The insulin pump will not be returned for analysis.